Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of air bubbles anomaly from the reservoir. The customer's blood glucose reading was unknown. The customer stated that the approximate size of the air bubbles is champagne size. The customer stated that the pump would not rewind with a reservoir in place. The customer stated that there were no air bubbles to clear because she already changed the infusion set 3 days ago. The customer was advised to monitor and call if problems persist.